Event description:
Information received from the field does not address the patient's clinical status but notes that during a routine follow-up, the device could not be interrogated with two different programmers. In january 2006, the measured battery data was 2.77 v, 12 ua, 2 kohms with an estimated remaining longevity of about 20 months. Magnet and demand rates were both 60 ppm.